Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an informational call into their technical services (ts) division asking if there were any design header changes of this device model, due to recent insertion difficulty. Ts stated the only changes were reflected in a colorant change. To date, this device remains implanted and in service with no adverse patient effects.